Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse proactively replaced the dilution probe pipette and the liquid level sensor. Analysis of the instrument and instrument data indicate that the cause of the discordant total protein_2 result is unknown. No conclusions can be drawn. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant low total protein_2 (upro_2) results were obtained on an advia 1800 for one (1) csf sample. The csf sample was clear after centrifugation. The initial value was flagged as high, and was repeated twice. The 1st repeat yielded a negative result. The 2nd repeat yielded a lower value, which was reported to the physician, who questioned the result. The sample was then re-tested on the laboratory's other system, and yielded a result that was higher than the initial high result. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant csf total protein results.